Manufacturer narrative:
Investigation summary: visual inspection revealed no non conformities with the cutter. The button and safety lock were depressed. The cutter had been actuated and the cutter and needle were extended. The device was bloody. The distance between the aortic stop to the edge of the cutting tube was measured and was found to be within specifications. Based upon these findings, the reported failure "tip of the aortic cutter went out too far and the spring misfired" could not be confirmed. A lot history record review was completed for the reported product lot number. There was nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the tip of the aortic cutter went out too far and the spring misfired. A replacement unit was used to complete the procedure. There were no pt effects. The product was returned.